Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received a photograph for evaluation. Visual examination of the photograph confirmed that the coil cap separated from the small volume cover. The root cause was determined to be a manufacturing defect. Corrective action has been initiated for a new blow mold insert for the sv tool. The improvement consists of having the corrected shoulder angle to allow for less coil cap separations. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter (B)(4) received a report that an infusor had a separated coil cap. According to the facility, this event occurred "during a preparation test when connecting an empty syringe with the infusor, the coil cap separated." This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.